Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on his sensor and based on the result, he self-treated with food. The customer further reported ¿feeling ill¿ and experienced symptoms of vomiting, weakness, and confusion. The customer was taken to the hospital where a reading of 400 mg/dl was obtained and was diagnosed with diabetic ketoacidosis. The customer was treated with an insulin shot and drips (dose unknown). There was no report of death or permanent injury associated with this event.